Manufacturer narrative:
Device not available for evaluaiton.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.